Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions for this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to device entrapment include, but are not limited to, tissue or suture caught in the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of an unknown vein using the pre-close technique prior to a left auricula interventional procedure. Reportedly, a proglide system was stuck in the vein. The black lever of the device was extracted to assist in removing the device from the anatomy. Hemostasis was achieved with manual compression. Two days later the patient was in good condition. Subsequent to the previously filed report, the following information was received: it was reported that this was a venotomy closure of a femoral vein using the pre-close technique via a 6f sheath prior to a left auricula interventional procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of an unknown vein using the pre-close technique prior to a left auricula interventional procedure. Reportedly, a proglide system was stuck in the vein. The black lever of the device was extracted to assist in removing the device from the anatomy. Hemostasis was achieved with manual compression. Two days later the patient was in good condition. No additional information was provided.